Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-601-tbc9 ibalance¿ uka, tibial bearing trial, size 3, 9 mm broke during a case. This was discovered during use with no impact to the patient. On (B)(6) 2022, the sales representative stated the following information via email: this event occurred during a primary uni knee procedure on (B)(6) 2022. The instrument was not used with power. The device broke as they were trying to get it out of the patient. It was removed in two pieces, it got stuck and when removing it, the piece popped off and went flying to the floor. They were done trialing when the device broke, so there was no impact to the patient.